Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The product caused the reported failure. A potential root cause for this failure mode could be ¿inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that the balloon water was found to be drained after replacing the foley catheter. When the catheter was checked, a crack was found.

Manufacturer narrative:
The reported event was confirmed. The root cause was found to be manufacturing related. 1sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley. A potential root cause for this failure mode could be ¿inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that the balloon water was found to be drained after replacing the foley catheter. When the catheter was checked, a crack was found.

Event description:
It was reported that the balloon water was found to be drained after replacing the foley catheter. When the catheter was checked, a crack was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.